Event description:
On 09-feb-2026, an arthrex subsidiary employee reported via email that an ar-1547bc biocomposite-tenodesis screw 4.75 x 15 mm broke upon insertion and began to back out. No additional anesthesia was administered. The procedure was completed using two ar-4020c-07 biocomposite fastthread fastthread biocomposite interference screw 7 x 20 mm (batches 15468502 and 15426402). The issue occurred during an acl reconstruction on (B)(6) 2026. No patient harm was reported. Additional information was received on 16-feb-2026: there was no case delay. A photo was provided showing the detached screw fragments; however, it has not been confirmed whether all fragments were retrieved from the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.